Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open. The reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 0.1cm cut line and the staple pushers were visible at the 0.1cm cut line. The proximal sutures were cut properly and the suture at distal end of the cartridge side was disengaged. Suture at distal end of the anvil side was returned intact. The reinforcement materials were cut at the 3cm cut line. Staple pushers on the proximal side were pushed back to the cartridge. It was reported that the instrument staple formation and staple line incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument has excessive load detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, of a laparoscopic direct intestinal resection for rectal prolapse of a patient that had repetitive rectal prolapse resulting in thick and hard tissue, while resecting the rectum arthroscopically, there were firing issues. The physician recognized the thickness of the tissue and clamped the tissue for 3 minutes with clamp forceps before firing. The surgeon then clamped the tissue with the stapler and fired, but an excessive force message immediately displayed on the handle¿s screen. The surgeon stopped firing. The tissue gradually compressed. The firing progressed little by little but stopped completely. The cartridge was released then firing was attempted with a new 45mm black reinforced reload. The 45mm black reinforced reload also had an excessive force error message and the firing progressed gradually. To complete the firing, a 60mm black reinforced reload that had been opened was used for the third shot. Although the excessive force and a slight firing had been repeatedly advanced, it stopped completely midway and could not be released from the tissue. Troubleshooting was performed. The power stapler was restarted, a new handle was connected, and release was attempted using the manual adapter tool, but the tissue was overlapping and thicker and it could not be released. As this happened, the connecting part between the cartridge and the adapter broke inside the abdominal cavity, making it impossible to release clamp completely from the tissue. Therefore, the tissue was resected with endoscopic scissors and the cartridge was removed. The patient was male and the target tissue was in a narrow pelvis and was resected in a region close to the anus of the rectum, so a new stapler could not be used to approach. When the physician opened the explanted specimen, it was seen that the tissue was so thick and that it would be impossible to staple the tissue in this heat. The resected mucosal tissue surface was sutured arthroscopically. It was also stated that the staple lines from the three cartridges were poorly formed and were missing (incomplete). The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
D10: concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3l1835y); sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3l1835y); sigphandle, sig power sigphandle handle; sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); sigpshell, sig power sigpshell control shell. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, of a laparoscopic direct intestinal resection for rectal prolapse of a patient that had repetitive rectal prolapse resulting in thick and hard tissue, while resecting the rectum arthroscopically, there were firing issues. The physician recognized the thickness of the tissue and clamped the tissue for 3 minutes with clamp forceps before firing. The surgeon then clamped the tissue with the stapler and fired, but an excessive force message immediately displayed on the handle¿s screen. The surgeon stopped firing. The tissue gradually compressed. The firing progressed but stopped completely. The cartridge was released then firing was attempted with a new 45mm black reinforced reload. The 45mm black reinforced reload also had an excessive force error message and the firing progressed gradually. To complete the firing, a 60mm black reinforced reload that had been opened was used for the third shot. Although the excessive force and a slight firing had been repeatedly advanced, it stopped completely midway and could not be released from the tissue. Troubleshooting was performed. The power stapler was restarted, a new handle was connected, and release was attempted using the manual adapter tool, but the tissue was overlapping and thicker and it could not be released. As this happened, the connecting part between the cartridge and the adapter broke inside the abdominal cavity, making it impossible to release clamp completely from the tissue. Therefore, the tissue was resected with endoscopic scissors and the cartridge was removed. The patient was male and the target tissue was in a narrow pelvis and was resected in a region close to the anus of the rectum, so a new stapler could not be used to approach. When the physician opened the explanted specimen, it was seen that the tissue was so thick and that it would be impossible to staple the tissue in this heat. The resected mucosal tissue surface was sutured arthroscopically. It was also stated that the staple lines from the three cartridges were poorly formed and incomplete centrally. The surgical time was extended by more than 30 minutes due to the product problem.